Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection in the left neck area wherein presenting symptoms of redness, swelling and fluid leakage. The patient underwent a revision procedure where the full dbs system was explanted. The patient was administered antibiotics and was doing well post operatively. The explanted devices were retained by the medical facility and were not returned. A culture was taken but the results were not released by the hospital.